Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-04, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving compounded baclofen 1500mcg/ml at 400 mcg/day and morphine 1130mcg/ml at 301 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On an unknown date, the physician noticed that the upper corner of the pump pocket (in left hip) was thinning. The catheter access port (cap) was there and they were able to see the cap through the skin. The physician did a pocket revision before it eroded through. He implanted it slightly deeper and put the cap facing down toward the buttock. No diagnostics or troubleshooting was performed. As of 2016-01-04, the event had resolved. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.